Event description:
Healthcare professional reported a left side exchange of textured breast implants due to the patient¿s concern/anxiety with the product. Patient representative reported "pain, rupture, and swelling of the breast." Patient representative additionally reported "depression" not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.